Event description:
(B)(4). Event occurred in (B)(6). The patient reported that tubing detachment with 4 sets from the same box close to the site location while sleeping. The site location was at the abdomen, side and buttock. The pump was located on the trouser waist and belt clip in relation to site. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.